Event description:
Pt was revised due to polywear and osteolysis.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution during 1996. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx ten years of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.